Manufacturer narrative:
On 9-dec-2021, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 750cc mentor memorygel breast implant and experienced left-sided breast pain and rupture postoperatively. Due to left-sided anisomastia and breast pain, the patient underwent removal and replacement with an unspecified 750cc mentor smooth gel breast implant on (B)(6) 2021. Upon explantation, the implant was observed to be ruptured. The patient¿s symptoms were improved after the revision surgery. The device was inadvertently discarded after the revision surgery and is not available for product evaluation.